Manufacturer narrative:
One product was received for evaluation. Visual inspection revealed the device to be in good physical condition. Functional testing was performed, and the reported issue was replicated. The root cause was determined to be caused by the force sensor out of calibration. Service history review identified the complaint was not related to a previous service of the device within the review period. G1, email address: (B)(4).

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.

Event description:
It was reported the device failed the force sensor. No adverse patient effects were reported by the customer.